Event description:
A morcellator and lapsac were reportedly being used in a procedure at baptist hospital in memphis, tennessee. We are unable to determine the MFR of the device with the info we have received. During the procedure, the bowel was reportedly perforated, which may have contributed to the pt's reported death. All info received by cook urological was reported by a third person, not affiliated with the hospital where the incident reportedly occurred.